Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that two rt235 infant dual-heated evaqua breathing circuits failed the ventilator leak test prior to patient use.

Event description:
The facility representative contacted baxter to report that a colleague infusion pump had a damaged battery. The event occurred during patient therapy, and it is unknown if therapy was interrupted. The event occurred in the general patient ward. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is currently unknown for this device.

Manufacturer narrative:
(B)(4). The device has been requested but has not yet been received by baxter. A follow-up medwatch report will be submitted if the device is received for evaluation or if additional information is available. This medwatch was initially submitted on date 27 july 2010 and that due to the following error message received: application not registered with current license server, this medwatch will be resubmitted on 28 july 2010.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed but not duplicated. The root cause was not identified. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. A follow-up will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Additional: the root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4). Correction: the user interface module master software version was inadvertently omitted in the follow-up medwatch report 6000001-2010-02023 001. The user interface module master software version is 6.13.90, categorized as remediated.

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6), 2004. Subsequently, the patient was revised on (B)(6), 2010, due to pain and elevated cobalt serum levels. The modular head and acetabular cup were both removed and replaced.